Event description:
Routine complaint investigation when a health care provider reported imprecise back to back readings on the precision xtra blood glucose monitor. The values, when plotted on a clarke error grid, fell into the "d" zone, showing the difference in values to be clinically significant. The pt has been hospitalized for 3 months prior to this incident. Admission to hosp was unrelated to use of the precision xtra blood glucose monitoring system.